Event description:
It was reported that the 9800 system intermittently displayed a black image during fluoro. This happened twice in one week. On one occasion the technician used the push button on top of c-arm to address. On the second occasion, the system required reboot to restore operation. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The specified failure could not be duplicated. However, found evidence in the error log of fluoro function board archnet disconnection. As a preventative measure, reseated circuit cards in mainframe and erased flash memory and reloaded software. The system was tested and found to be working as intended and placed back into service.